Manufacturer narrative:
As reported, post-implant of 3dmax mid mesh, the patient experienced an allergic reaction. Reactivity testing has been performed and as reported the results were positive for an allergic response to the mesh sample. As such, the patient would like to have the mesh removed and is scheduled to meet with his surgeon. The adverse reactions section of the instructions-for-use supplied with the device lists allergic reaction as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 465 units. Note, the date of event (19-sep-2024) is considered to be a best estimate based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2024 the patient underwent a robotic left inguinal hernia repair with the implant of a 3dmax mid mesh. Post implant the patient was concerned regarding an allergic reaction to the mesh. The allergist performed a reactivity test on (B)(6) 2024 with the mesh and confirmed on (B)(6) -2024 the patient had an allergic reaction. It was reported that the patient wants to have the mesh removed and is scheduled to meet with his surgeon.